Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose was 64 mg/dl. A replacement pump was sent to customer.